Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high shock impedance measurement. When a shock was attempted, the patient received the necessary therapy. All other lead measurements were within range. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.